Event description:
It was reported that during an anterior c2 to c4 fusion, it was discovered that a pin was missing from a drill and screw guide, part number 387.288/ lot number 4114137. There was another part immediately available. There was no surgical delay. No patient harm was reported. Procedure was completed successfully. No additional information will be available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (part number 387.288, drill & screw guide for variable angle cslp, lot number 4114137). The subject device was returned for the complaint condition of ¿during an anterior c2 to c4 fusion, it was discovered that a pin was missing from a drill and screw guide.¿ the complaint description did not indicate that the pin which was missing from the returned device was present during the beginning of the surgery and was lost intraoperatively. The returned drill and screw guide for variable angle (va) cervical spine locking plate (cslp) (387.288, 4114137) is currently obsolete, but was intended to be used in cslp va procedures as a plate holder and drill/screw guide. The returned guide was received with water deposit marks, slight rouging, and on one side of the guide it looked like text had been copied onto the handle region. The returned guide was manufactured on oct 04, 2000 and the associated drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. As previously reported, the device history record review showed that no issues were observed during the manufacture of the device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. It is most likely that the device, which is nearly 15 years old, sustained its pin falling apart from the device during the sterilization process. The routine usage and maintenance of the device could have contributed to metal fatigue which subsequently caused the pin which keeps the trigger mechanism hinged to fall apart from the remainder of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information not provided. Device is an instrument and is not implanted / explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional manufacturing date: december 13, 2000. Device history review: manufacturing date: october 4, 2000 and december 13, 2000 part 387.288 / lot 4114137 contained a material record report (mrr) for missing documentation and for a missing character on the etching. There is no direct relation between the mrr and the subject complaint as certifications were provided and the safety and efficacy of product were not affected. The lot was dispositioned as ¿use as-is/ conforms.¿ total lot of 65 pieces were accepted. The following lots were reviewed as part of lot 4114137: part 324.061.03 / lot 4113910 contained (3) non-conformities. First non-conformity is for flush condition with 22/50 pieces (pcs) that were out of specification (spec). All 22 pcs were scrapped; non-conformance is not relevant to the complaint condition of ¿missing component/feature¿ per lot being 100% inspected and all non-conforming parts scrapped. Second non-conformity is for material finish condition where 50/50 pcs were out of spec. Only the remaining quantity of 28 were reworked and inspected; 2 of the 28 were scrapped after inspection and the remaining 26 were released. This non-conformance for device finish is not relevant to the complaint condition per all pcs being 100% inspected and all non-conforming parts scrapped. The third non-conformity is for raw material with 50/50 pcs out of spec. 50/50 were dispositioned as ¿use as is¿ due to the change in material not affecting the part form, fit, or function; relevance to the complaint condition is undetermined due to the lack of a documented rationale for the use as is justification. Part 324.061.03 / lot 4113906 contained (3) non-conformities. First non-conformity is for flush condition with 18/50 pcs out of spec. All 18 pcs were scrapped; non-conformance is not relevant to the complaint condition per lot being 100% inspected and all non-conforming parts scrapped. Second non-conformity is for material finish condition where 50/50 pcs were out of spec. Only the remaining quantity of 32 were reworked and inspected; 2 of the 32 were scrapped after inspection and the remaining 30 were released. This non-conformance for device finish is not relevant to the complaint condition per all pcs being 100% inspected and all non-conforming parts scrapped. Third non-conformity is for raw material with 50/50 pcs out of spec. All were dispositioned as ¿use as is¿ due to the change in material not affecting the form, fit, or function; relevance to the complaint condition is undetermined due to the lack of a documented rationale for the use as is justification. Part 324.061.03, lot 4149508 did not contain any no-conformance reports (ncr) or any anomalies. Part 324.061.03, lot 4142106 did not contain any ncrs or any anomalies. Part 324.061.03, lot 4148034 did not contain any ncrs or any anomalies. Part 324.061.03, lot 4142104 did not contain any ncrs or any anomalies. Part 324.061.03, lot 4148033 did not contain any ncrs or any anomalies. Part 324.061.03, lot 4148044 did not contain any ncrs or any anomalies. Due to missing documentation stated above, review of the device history records was unable to determine the relevance of the non-conformances in contribution to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.